Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope core video cable, the screen on the connected glidescope core 10-inch monitor would intermittently be completely streaked with color. It was reported that during use, the video cable had to be held in place to be able to see anything on the screen. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
D8, d9, g3, g6, h2, h3, h6, h10. The customer's glidescope core video cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video cable but was unable to confirm the reported image issue. Visual inspection did not identify any damage to the cable. When connected to known, good, test verathon equipment and manipulating the cable, no loss of image was observed. The customer's video cable passed verathon's device functionality testing. The laryngoscope used with the video cable was not made available to verathon for evaluation. Upon completion of verathon's device evaluation, the video cable was returned to the customer and they were informed of verathon's evaluation findings with the recommendation to check the laryngoscope used with the video cable for potential damage. The customer responded that they will test the video cable with all of their laryngoscopes and replace the laryngoscope if found to be faulty. No further investigation is required at this time. Verathon will continue to monitor for trends.